Event description:
Pt allegedly found with head lodged between bed side rails and mattress. According to the (B)(6) report states pt found by daughter (B)(6), called fire response, (B)(6) when found - "head lodged in bed bars."